Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that none of their issues have resolved yet, as the patient doesn¿t currently have a pain management doctor. The patient plans to see dr.(B)(6) soon though. The patient stated that their device now discharges every two days. The circumstances that led to the patient charging more often was that the patient had 4 settings, and their rsd increased and affected both legs, lower back, and both hips. The rep was able to get the stimulation working in all of those areas, but they only have 1 setting now and they have to charge more often. The device now needs to be charged every two days and dies rapidly. The patient stated that they have stimulation turned down lower, and to the point where they can hardly feel it. The patient did say that they can feel it more when laying down. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. Information was reported that the patient's ins for her pain has been giving her fits. The patient stated her ins is dying every 3 days where as before she charged every 4-5 days. The patient has not been recently reprogrammed, has not switched to a new group, and has not recently had the need to increase parameters. The patient said she only has one setting and she always had kept it running 24/7. The patient does charge ins to 100% full. The patient also reported she had a full connection when charging and it takes anywhere from 5-6 hours to fully charge the ins. Patient stated she wasn't sure if she needed to have the device replaced or what is happening. It was also reviewed with the patient that the older the ins gets, the more frequently the patient will need to charge. It was then reviewed longevity of the rechargeable battery and reviewed that as of 2 days ago the patient confirmed she was able to connect with her ins so it shouldn't have reached end of service at this point. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was having to charge every 2-3 days because the neurostimulator (ins) was ¿dying faster.¿ the patient reported that the ins battery used to last 4-5 days. No further complications were reported.